Manufacturer narrative:
(B)(4). Method: the complaint iw980 baby control wall mount infant warmer was not received at fisher & paykel healthcare (f&p) in (B)(6) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Result: visual inspection of the provided photograph revealed that the connector and the casing where the connector was sitting were burnt. Conclusion:without the complaint device, we are unable to conclusively determine what may have caused the reported event. However, from previous investigations of similar complaints, burns are most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. It should be noted that the subject infant warmer unit was more than fourteen years old at the time of the reported event and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail, the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. The infant warmer technical/service manual also contains a checklist which specifies that users perform safety, performance, and functional checks at least once a year.

Event description:
A healthcare facility in (B)(6) reported that burn marks were found on the connector and on the casing where the connector was sitting of an iw980 wall mount infant warmer. There was no patient involvement.